Event description:
A report was received that the patient was experiencing inadequate stimulation, tenderness and discomfort at the pocket site. The patient underwent an explant procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Manufacturer narrative:
Sc-1160, sn (B)(6). Device evaluation indicated that the device passed all the required tests and exhibited normal device characteristics.

Event description:
A report was received that the patient was experiencing inadequate stimulation, tenderness and discomfort at the pocket site. The patient underwent an explant procedure.

Event description:
A report was received that the patient was experiencing inadequate stimulation, tenderness and discomfort at the pocket site. The patient underwent an explant procedure.